Event description:
Skytron requested the university to send us their service reports so we could make a determination as to the nature of the problem. We also requested them to remove the table from service until we could look over the table. The table remains in service after the facility's biotech repaired it. Skytron did not receive the requested service report that would allow us to make a determination of the problem. We did receive an emailed explanation from the facility: "table had a problem description of 'table will not move'. The technicians found the motor pump assembly bad causing relays to fail. They replaced the relay box, motor pump assembly, and four relays. The unit has been functional since the repair." The facility does not have preventative maintenance agreement with skytron and we do not have access to their records nor are we allowed access. This explanation does not allow skytron to evaluate what the claimed problem was with the table. Therefore, we are unable to make a determination to include the method, results and conclusion.